Manufacturer narrative:
(B)(4). The sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. The customer reported a possible lot number of either 12h29v651 or 12i05v792 and a batch review was conducted for both lot numbers. There were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information or samples become available, a follow-up report will be submitted.

Event description:
A practitioner reported to baxter (B)(6) of an administration set for blood and blood components in which blood appeared to separate and clot in the set. The clot was below the filter. The unit was started at 15.45 and stopped running at approximately 17.00. A patient was involved but there is no report of patient/user injury or medical intervention needed in association with this event. No additional information is available.